Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit gives error 1, error 3 and it doesn't work. The team was canceled and replaced by a cardiosave. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4, e1. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the front end board was damaged. Due to the age of the equipment and its poor condition, the customer did not proceed with any repairs and chose instead to replace the unit with a cardiosave. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit gives error 1, error 3 and it doesn't work.